Event description:
It was reported there was unexplained noise on the electrogram so both the ventricular lead and device were replaced. The existing ventricular lead was plugged into the left port of the biventricular pacemaker and a new ventricular lead was implanted and plugged into the right ventricular port. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.